Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections (mdi) as backup therapy, and customer technical support (cts) arranged for a replacement pump, which included updated software. Cts provided instructions on storage mode and return procedures for the malfunctioning pump, and the caller acknowledged and understood these instructions.